Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the cardiac resynchronization therapy defibrillator exhibited non-sustained right ventricular oversensing episodes in (B)(6) 2019 and another on (B)(6) 2020. Post paced t wave oversensing was noted. The device was reprogrammed. The patient was stable.